Event description:
It was reported that charging cable for tandem device was damaged and charging supplies were no longer fully functional, requiring customer to hold charger in place for device to charge. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement of damaged charging supplies with delivery by two-day shipping.